Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient had successful implant of a bifurcated device, a proximal cuff, and a limb extension in 2007. Post-procedure, it was noted that the proximal cuff was placed too low and a type I endoleak was left to monitor. Approx three months later, patient was brought in to treat persistent type I endoleak with an additional proximal cuff. The procedure went without incident, there was good seal, and the pt is doing well.